Event description:
After the last implant, first began to have problems with leakage again, then pt began to have a discharge, now this implant has moved and is laying on some nerves. The pain is so intense that as of lately the pain wakes them at night and the pain is very pronounced. Pt does not have any insurance. Pt contacted the co and related the problem to them. All they did was respond to pt via e-mail and they gave pt a number. This is as far as they have gone and it seems like they are not going to do anything else. The dr has agreed to wave his fees but the hosp charge is another issue. It seems like this co doesn't care.

Event description:
Add'l info rec'd from pt 1/12/2005: pt believes this device is malfunctioning and dr has agreed to take it out and wave their fees but pt has no insurance and the hosp is not willing to wave their fees. Pt contacted medtronic seeking help or assistance with this problem but has rec'd no help as of this date. It hurts to walk, sit, lay etc. Pt feels medtronic should take care of this expense.